Manufacturer narrative:
Device is a combination product.  (B)(4).   Device evaluated by MFR: a promus premier ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent rows 8-11 were damaged; stent struts were lifted and pulled distally. The undamaged section of the crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 420 mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 90% stenosed, 38x3.5mm, concentric, de-novo target lesion, containing a lesion bend of <=45 degrees was located in the mildly tortuous and moderately calcified mid to proximal right coronary artery. After a 6f 3.5 guide catheter was engaged and a non-bsc guidewire crossed the lesion, a 2x10 non-bsc balloon catheter was advanced to dilate the lesion. A 38 x 3.50 promus premier¿ drug-eluting stent was advanced failed to cross the lesion. The procedure was completed with a 3.5x38mm non-bsc stent. No patient complications were reported. However, returned device analysis revealed stent damaged and hypotube broken.